Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) was suspected for premature battery depletion. At the time of the call to boston scientific technical services crm, the caller had reported a monitoring voltage measurement of 2.57 volts and a charge time measurement of seconds. The caller also confirmed that this patient did indeed have high left ventricular (lv) energy outputs. The technical services consultant recommended a monthly follow up and having the crt-d changed out within one month of elective replacement indicator (eri) declaration. There were no reported adverse patient effects.

Manufacturer narrative:
To date, information suggests that this medical device remains actively in service. As new information would become available, this report will be updated. Most recently, this device has been returned. Boston scientific has concluded it is unlikely that device characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.